Event description:
It was reported that there is clunking with every step. It was further reported that when the surgeon opened the hip, the neck was impinging on the ceramic insert. The cup position may have been too vertical. The surgeon later said that the shell may have migrated to the vertical position. It was reported that it may have been an installation error, not an implant error. The films looked normal, other than the vertical cup position.